Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing bradycardia and felt lightheaded. The device was checked. Technical services (ts) stated that there was no recent data on latitude. The last in-office check showed that all lead measurements were within normal limits. It was noted that the capture threshold was higher in the last in-office device check than the device check on the day of the call. It was noted that there was high out of range pacing impedance almost a year ago. There was no evidence of lead noise. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).